Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle each from lots 0260327 and 0309969 had issues with clogging and leaking insulin during the injection process. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during the injection... Consumer reported... Insulin squirts out of the needle and does not go into his site - feels these issues only occure on the 2nd gen pen needles. Never had issue on prior bd size pen needles".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0260327. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-16. Medical device lot #: 0309969. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle each from lots 0260327 and 0309969 had issues with clogging and leaking insulin during the injection process. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during the injection... Consumer reported... Insulin squirts out of the needle and does not go into his site - feels these issues only occur on the 2nd gen pen needles. Never had issue on prior bd size pen needles".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0260327. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-16. Medical device lot #: 0309969. Medical device expiration date: 2025-10-31. Device manufacture date: 2020-11-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle each from lots 0260327 and 0309969 had issues with clogging and leaking insulin during the injection process. The following information was provided by the initial reporter: "consumer reported finding the pen needles to clog during the injection... Consumer reported... Insulin squirts out of the needle and does not go into his site - feels these issues only occur on the 2nd gen pen needles. Never had issue on prior bd size pen needles".